Manufacturer narrative:
H3: product analysis found visually, there was contamination compacted onto the distal diamond grit tip, within the inside diameter of the inner tip/shaft, and on the outside diameter of the outer tube. Upon further analysis, the spiral wrap was observed to be broken 3.62 inches from the distal end of the inner hub upon return. There was a white residue on the outside of the inner shaft that was consistent with grease. Per the drawing, a thin layer of silicone grease is applied to the outside diameter of the shaft and spiral wrap. Functionally, the device failed functional testing due to the damaged state upon return and the inability to properly run the device when connected to a ipc system. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur was broken while in use but no fragments/pieces detached from the housing. The device was being run at 12000 rpm. There was a procedural delay of 2 minutes and the procedure was completed using back up products. There was no patient impact.